Event description:
It was reported that the patient received one shock due to t-wave oversensing (twos). The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.